Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported an overdischarge. The patient was not charging the stimulator for an extended time due to difficulty charging and remission in her pain. She had stopped trying to charge. Now the pain had returned and the patient was not able to charge the stimulator. An antenna locator and physician reset were performed and they were unable to get to a normal charge. At the time of the report, the issue was not resolved. Surgical intervention was planned. Relevant medical history included complex regional pain syndrome type 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative and from a consumer on (B)(6) 2018. Patient medical history was reported to be chronic pain. It was reported that the implantable neurostimulator (ins) was overdischarged. The patient had not charged in 2 years and the clinician programmer was unable to read the battery. A plan was made for the patient to meet a manufacturer representative for an attempted physician mode recharge (pmr). The issue was not yet resolved. A surgical intervention was planned. Additional information was received from the consumer on (B)(6) 2018 reporting that they needed a whole new recharging pack. The implantable neurostimulator recharger (insr) was damaged. The patient has had 2 in the past. During the call, the insr was plugged in and it was charging. There was poor communication. It was confirmed that the implantable neurostimulator (ins) had not been charged in a few years. The reason why the ins had not been charged was because it would not charge. The patient had tried to charge the ins multiple times a few years ago. A health care provider (hcp) appointment occurred on the day of the call ( (B)(6) 2018) and they spoke with a manufacturer representative and tried to charge the implant to see if something was wrong with the leads. Per the consumer, they may need to have surgery. It was unknown when the patient first saw a manufacturer representative for the issues of not charging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rep had met with the patient on (B)(6)2018 at their doctor's office. The patient was in the wrong office hence the confusion on us being late. Upon meeting it was determined an over discharge had occurred, a physician mode recharge was attempted however we could not get the battery to come back on, therefore impedances could not be checked. To the rep's knowledge there is no "damage to the recharger. The patient stated she would like to have the ins replaced and would follow up with the implanting surgeon. No further information was reported.